Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and phasix on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against composix l/p. It is alleged that the patient had subsequent surgical intervention. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2019-12242). This supplemental emdr is being submitted to report the allegation of patient death. No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death. No medical records, autopsy report, or death certificate have been provided. This supplemental emdr represents the bard/davol mesh ¿ composix l/p (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix l/p and phasix on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against composix l/p. It is alleged that the patient had subsequent surgical intervention. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix and composix l/p on (B)(6) 2010 and ventralight st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against composix l/p and ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device and wrongful death of the patient. It is also alleged that the patient experienced emotional distress and the device was defective.